Manufacturer narrative:
Details of complaint: on (B)(6) 2020 customer reported communication loss occurred on at (B)(6) 2020 1:10pm mt and lasted for 30 seconds. The system returned to normal operation after 30 seconds. There were no power outages or scheduled downtimes. Investigation summary: nkc's analysis concluded that the cause of the reported communication loss incident was due to unified gateway having rebooted, causing temporary communication loss on the network. There is insufficient information to determine the cause of the server reboot. Thus, it is concluded that cns device operated as intended. Further action is not warranted at this time.

Event description:
The customer reported that the central nurse's station (cns) is displaying communication loss.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) is displaying communication loss. No harm or injury was reported. The system returned back to normal operation after about 30 seconds. There were no power outages or scheduled downtimes. The cns was monitoring transmitters at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: multiple transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the central nurse's station (cns) is displaying communication loss.